Event description:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the device was received stuck in the motor error alarm loop during bolus delivery. The device was tested outside of the device and it passed but it may have had intermittent failure that was detected during testing. Excessive no delivery alarms were not verified due to motor error alarms. All of the buttons functioned properly, no damage was noted on the keypad traces, and the keypad connecter was locked. The device was received with cracked reservoir tube lip, minor scratches lcd window, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the device was received stuck in the motor error alarm loop during bolus delivery. The device was tested outside of the device and it passed but it may have had intermittent failure that was detected during testing. Excessive no delivery alarms were not verified due to motor error alarms. All of the buttons functioned properly, no damage was noted on the keypad traces, and the keypad connecter was locked. The device was received with cracked reservoir tube lip, minor scratches lcd window, and cracked battery tube threads.